Manufacturer narrative:
(B)(6) was omitted in the prior report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for what the circumstances were that led to the patient having bladder suspension the patient reported they were still having leakage from their bladder. In response to the inquiry of if the bladder suspension resolved the accidents/bladder issues the patient replied that they were still having the same issues. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported that has not as much control as normally do. Patient was currently on program 1 at 1.0 volts and increased stimulation to 1.2 volts and could feel stimulation in the correct area. Patient was advised to monitor symptoms and to follow-up with the healthcare provider if it did not resolve. No further complications were reported. Additional information was received. The patient stated that she have been constantly having accidents for a few weeks now. Patient stated she had a bladder suspension done about five weeks ago. Patient was on program 1 at 1.3 volts. Patient switched to program 2 at 0.7 volts and stated it was comfortable. No further complications were reported.